Event description:
The pump was reportedly sent for svc with a note that stated, "battery won't hold a charge." Upon testing, it was incidentally noted that the pump was slightly over specification for delivery accuracy testing. No add'l info regarding the specifics of the inaccuracy was available. There were no reports of any pt incidents or delivery problems while the pump was in pt use. No add'l info was available.